Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent lysis of adhesions and appendectomy on (B)(6) 2008 due to chronic abdominal pain. It was reported that patient underwent ureterolysis, adhesiolysis, enterolysis, pop repairs, ureteral stent placement and mesh removal on (B)(6) 2015, due to pelvic pain, dyspareunia, mesh complications, retroperitoneal fibrosis and scarring, pop. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced frequency, urgency, nocturia, dysuria and recurrent uti's.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).